Manufacturer narrative:
CAPA was issued in response to an increased trend of povidone iodine leaking from the transfer set, female connector/minicap interface. The root cause of the issue was identified through product analysis is to be the sleeved connector of the transfer sets during connection. Design modifications to the dianeal twinbag solution bags have been implemented which increase the radius of the sleeved connector, preventing it from damaging the female connector of the transfer set during connection.

Event description:
Baxter reported an incident of povidone iodine leaking from the connection between the transfer set and minicap. The transfer set had been in use for one day. No patient injury or medical intervention was associated with this incident, per baxter.